Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Cause was unknown. Reportedly, the customer changed pump supplies and delivered a bolus to address elevated bgs. Customer declined to further troubleshoot with tandem technical support.